Manufacturer narrative:
Explant was scheduled for (B)(6) 2017, however explant has not been confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported the a zlb00 21.5 diopter intraocular lens (iol) is planned to be explanted due to patient dissatisfaction with their surgery results. Reportedly, patient is experiencing double vision and halos. Patient stated that it is extremely difficult driving at night. The lens will be replaced with a different model iol with the same diopter size. No further information was reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the patient did not tolerate the halos and glare caused by the intraocular lens (iol). The lens, model zlb00 +21.5 diopters, was explanted on (B)(6) 2017. No incision enlargement, no vitrectomy was performed, no suture used and no patient injury post-op was reported. A different lens model was implanted as a replacement (z9002, +21.0 diopters). No further information was provided. Updated the following fields: (B)(6). If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.